Event description:
The patient reported, the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in 2007 in her left eye (os). The patient reported the lens was implanted backwards and she had to have a second surgical procedure and the lens was either removed/replaced or repositioned. The patient's bcva is 20/20. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be sent.

Manufacturer narrative:
Evaluation codes: a lens work order search was performed, and no similar complaint was found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined.